Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other- caregivers. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving morphine via an implanted pump. The indication for pump use was not reported. On 21-jul-2018 it was reported that the pump started alarming on (B)(6) 2018. The patient was incarcerated, and the caller wanted to know what dose the pump was programmed to. The patient had no symptoms. Additional information was received from the initial reporter on (B)(6) 2018 who reported that the patient's pump was never interrogated. They turned the pump off and let it sit for a while. When they turned the pump back on the pump was still alarming. The pump ¿would not pump up all the way¿. When asked to clarify what he meant by the pump ¿would not pump up all the way¿, he stated that the pump was alarming and not working and the cause of the alarm/pump not working was not determined. Since then, ¿the patient had left the unit when he was on vacation and the pump was taken out of commission¿. The reporter was unsure when the pump was removed or what the status of the device was. The reporter sta ted that he had no further information and he also did not know who would have further information. No further complications were reported/anticipated.